Event description:
A malfunction was reported involving a specific malfunction code, and technical support provided pump reset instructions since the customer had not attempted a reset in the last 24 hours. There was no information available about any adverse impact on the customer's blood glucose level. After resetting the pump, the malfunction code did not recur, and the customer was advised by technical support to continue using the pump and to call back if the malfunction code recurs.